Manufacturer narrative:
The device was returned and evaluated and confirmed as there was water leakage due to a gap between the acoustic lens and ultrasound probe. Additional findings include; due to a pinhole on channel tube, water tightness was lost. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Charged coupled device unit was in the position of charged coupled device cable limited length for repair. Acoustic lens had a chip. Objective lens and adhesive around the objective lens had a scratch. Adhesive around light guide lens had wear. The light guide bundle had breakage. Adhesive on the bending section cover was detached. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Universal cord was buckling. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that there was a leak in the gastrovideoscope . The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; there was a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1, the watertightness was compromised due to the pinhole in the channel (ch) tube. However, phenomenon 2 "there is a gap between the acoustic lens and the ultrasound probe" was confirmed but a probable cause could not be identified. Olympus will continue to monitor field performance for this device.